Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated: "they are treating me for allergic reaction. Symptoms started few hours after I put on aligners. The only other thing I had until I removed the aligners is water and I'm know I'm not allergic to that. I'm scared to put it back again. I went to urgent care and already emailed you guys the note. All symptoms resolved after removing the aligner and medications they gave me so I have no reason to go back see them. I don't feel safe to put the aligner back on- I can't be sure if I will have life threatening reaction during reuse and I don't want to risk my life to fix gap in my teeth."